Manufacturer narrative:
A service visit was performed. Samples were received by a company representative. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A healthcare professional reported that flap thickness was below planned treatment after fem to laser-assisted flap cut. Flaps were measured after surgery in some cases with optical coherence tomography (oct). Subsequent lasik treatments were completed. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: at the visit on site a company representative checked the depth and found it within specifications (the company representative did a few 100 m flaps on test discs (pmma) and measured them). The depth was double checked and confirmed the final test cut is within specifications. Cones were returned to the investigation site for evaluation. The returned cones of the patient interfaces meet their specifications. No issue can be detected which can contribute the reported problem. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. (B)(4).